Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump (lvp) module alarmed for patient side occlusion even when the line was flushed, no kinks in the line and all the clamps were open. The pressure dynamic display was solid black. The lvp replaced with another and the infusion flowed freely. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.